Event description:
The manufacturer was notified of a product complaint on 04/24/2025. It was reported that a system screwdriver was requested to be replaced. Detalis from the complainant were provided on 04/29/2025, which informed the manufacturer that the system screwdriver was requested to be replaced due it breaking during surgery. There were no reported patient complications or delays in procedure associated with this complaint. A return authorization was issued for the return of the complaint instrument, which was received at the manufacturer for assessment on 04/29/2025.

Manufacturer narrative:
The manufacturer was made aware of this complaint on 04/24/2025 despite the surgery happening on (B)(6) 2025. Additionally, the complainant did not provide any details as to what the complaint was until 04/29/2025. Therefore, the complaint was not assessed as reportable until 04/29/2025 and will be submitted 30 days from 04/29/2025. The visual assessment showed an instrument with surface scratches and as reported, the distal tip of the system screwdrivers distal tip was fractured and missing from the device. A functionality assessment was unable to be performed due to the damaged condition of the screwdriver, which was removed from distributable inventory. A DHR review was performed for the instrument lot and there were no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. The system screwdriver has been available for distribution since 07/18/2016. There has been one other complaint of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.